Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019. The customer's blood glucose was over 600 mg/dl. Customer¿s current blood glucose was 119 mg/dl. The customer treated high blood glucose with insulin treatment. The customer declined further troubleshooting for high blood glucose value. Customer was unable to complete carelink upload. Customer reported basal rates are programmed accurately. Customer reported bolus wizard is programmed accurately. The insulin pump will not be returned for analysis.